Event description:
The facility reports a non-ambulatory nursing home resident was being transferred from a wheel chair to the bed via a sara lift. The lift broke, causing the resident to fall, hitting the head and right arm (no loss of conciousness), in the the course of the incident, three employees were injured trying to protect the resident from serious injury.

Event description:
The facility reports a non-ambulatory nursing home resident was being transferred from a wheelchair to the bed via a sara lift. The lift broke, causing the resident to fall, hitting resident's head and right arm (no loss of consciousness). In the course of the incident, three employees were injured trying to protect the resident from serious injury.